Manufacturer narrative:
(B)(4): it was reported that the patient experienced pain, urinary and bowel problems, fistula. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy; due to stress urinary incontinence symptomatic myomatous uterus, and urethral hypermobility.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary and fecal incontinence, dyspareunia and urinary retention.

Event description:
It has been reported that following insertion the patient experienced urinary and fecal incontinence, dyspareunia and urinary retention.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.